Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was in use on a pt and there was no pt harm reported. The MFR's field service tech confirmed the customer reported problem. The service tech replaced the main pcb board to correct the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Results: main pcb board.